Event description:
This 31 mm sjm epic valve was implanted in (B)(6) 2013. The valve was explanted on (B)(6) 2015 due to stenosis and replaced with an on-x mechanical mitral valve. The patient is reported to be stable post-procedure. The cultures performed at the hospital confirmed (B)(6) .

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.